Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the superior vena cava defibrillation conductor was fractured while in-vivo within the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were removed due to occlusion of the subclavian vein. No further patient complications have been reported as a result of this event. It was further clarified through follow up that only the previously inactive rv lead was explanted. After review of the originally reported information and the updated patient registration data, it was noted that the incorrect rv lead serial number was provided. The ra lead and chronic rv lead remain in use.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2005 6935m55 lead implanted: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.